Event description:
It was reported that the customer had a button keypad unresponsive on insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the scroll bar was moving up or down with no input from the user. The customer was advised to returned the insulin pump and will sent a replacement. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).